Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to boot and charge because the device would not turn on. Perform manual test using the "try it" function: fail - would not turn on. Receiver functional test: could be conducted due to device not booting up. Open receiver for internal inspection: pass; speaker resistance at 7.66 ohms. The patient's complaint was undetermined because some tests could not be determined. The reported event of an intermittent audio output was undetermined a root cause could not be determined.